Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the third y-site clearlink in the downstream part. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set with duo-vent spike disconnected from the connecter. It was further reported that this resulted in a minor blood leak with no significant blood loss. The blood leak was controlled with another clearlink set, the IV was not taken out and the procedure was completed with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.